Event description:
It was reported that during a procedure for a 1st/2nd/3rd tmt (tarsometatarsal)fusion, the measuring needle of the depth gauge broke off during use. All pieces were retrieved. The surgeon used another depth gauge to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reports that the sample was received with the needle broken off where it threads into the slider. The fracture faces of both the needle and the slider are homogenous which indicates material uniformity. All components of the device including the protection sleeve are present and were returned for inspection. This issue was previously evaluated, the thickness of the probe (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. (B)(4). Needle breakage, either at the base of the slider or the tip is identified in the risk analysis for the stainless steel modular hand system. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the slider and protects the needle when not in use. The sleeve was returned with this instrument but it cannot be determined if it was used as recommended. It is concluded that the design is adequate for the intended use and the occurrence and severity are within those defined by the product risk analysis. Therefore, there is nothing to indicate a design issue and this complaint is considered invalid from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).